Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 205 mg/dl.